Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 284 mg/dl, 173 mg/dl, 112 mg/dl, and 116 mg/dl. A 374 mg/dl, 258 mg/dl, 194 mg/dl, and 171 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips are no longer available; replacement was sent.